Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was having a battery charge issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue began on (B)(6) 2013 at 1:30 p.m. It is unknown how the patient manages her diabetes. Two days before the alleged issue, at an unspecified time, the patient reported that she developed a symptom of extreme thirst. The patient denied receiving medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hyperglycemia, there is no indication that the reported issue caused or contributed to this serious injury. Given the time between the onset of the alleged issue and the reported symptom, the patient felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient¿s symptoms. However, this complaint is being reported because the alleged issue remained unresolved.